Manufacturer narrative:
Evaluation summary: evaluation was performed through two color images provided by the customer. The images included a view of the outflow aspect and the inflow aspect. The valve was observed to have minimal host tissue at the outflow aspect. Leaflets appeared thickened along the free margin with visible deposits. It appeared that the deposits where due to extrinsic calcification, however could not be confirmed without an x-ray image. Additional manufacturer narrative: customer report of stenosis and calcification cannot be confirmed through image evaluation.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, although there have been attempts, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause of this event nor confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after one (1) year, one (1) month due to severe aortic stenosis (ava = 0.9 cm2, gradient = 43 mmhg). A 23mm mechanical valve was used in replacement and there were no reported complications.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicates that a 21mm aortic pericardial valve was explanted after one (1) year, one (1) month due to severe aortic stenosis with aortic valve area of 0.9 cm and a gradient of 43 mmhg. The valve on echo, was thickened with poor mobility. Intraoperatively, there was calcific degeneration of the pericardial valve on both the ventricular and the aortic surface. The valve attachment to the aortic root appeared to be intact with no perivalvular leaks. There was some inflammatory tissue around the valve, but all of the cultures were negative. There were no reported complications. The explanted device was replaced with a 23mm mechanical valve. The device will not be returned.